Manufacturer narrative:
The manufacturer previously reported an allegation of a ventilator inoperative condition occurring. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has been returned to the manufacturer for evaluation. Device evaluation anticipated but has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete.